Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after device investigation if the device is received.

Event description:
It was reported that the patient's blood pressure dropped during the case. Access had been obtained, a coronary sinus catheter had been placed into the cs under fluoroscopic guidance. Ultrasound images had been obtained and incorporated into a carto map of the left atrium. A single rf application had been applied. Cartosound confirmed cardiac tamponade. Pericardiocentesis was performed and more than 900 cc of fluid was removed. The patient was stabilized. The procedure was completed after the tamponade without any further injury. It was also reported that initially there was extreme difficulty steering the device before the tamponade occurred and that the device was exchanged with another device with no issue after the tamponade. The replacement was made in order to visualize the pericardial space for evaluation of the volume of fluid present. The surgeon did not believe that the device caused the cardiac tamponade despite the difficulty in steering. It was believed that the issue was a combination of how the ablation catheter was moved during mapping combined with the sheath.